Event description:
It was reported the patient suffered a cerebrospinal fluid leak when the physician was placing a lead for a trial procedure. The patient was given extra fluids and was instructed to drink water and lay flat for 24 hours. Follow up revealed the leads were explanted and the physician performed a blood patch. The patient is improving and feeling back to normal.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.